Manufacturer narrative:
This report is filed on september 09, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site; subsequently the patient was treated with topical antibiotics (date not reported). The implanted device remains.